Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral abdominal hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia defect was identified and dissected out. A large ventralex mesh (device #1) was placed and sutured.¿ (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia and small bowel obstruction with abdominal pain thereby underwent open repair with partial excision of ventralex mesh. Per operative notes, ¿the small bowel was densely adherent to previously placed mesh was taken down. Some parts of mesh were cut off. Two hernia defects were identified and enterolysis was performed to release obstruction. Kci wound vac was placed.¿ (B)(6) 2010 - patient¿s kci dressing was removed. New dressing was placed, and negative pressure was reinstituted. A xenograft mesh was placed on (B)(6) 2010. (B)(6) 2013 - patient was diagnosed with recurrent large ventral hernia thereby underwent laparoscopic repair with excision of ventralex (device #1) and implant of sepramesh ip (device #2). Per operative notes, ¿the scar tissue was excised. Extensive lysis of adhesion between small bowel and hernia sac. The hernia sac along with mesh (device #1) was excised. A sepramesh ip was placed and tacked. ¿